Event description:
Reporter alleged customer obtained discrepant blood glucose result of 70 mg/dl back to back with a result of 154 mg/dl when testing was performed 5 minutes apart on the compact system. Reporter stated the customer was experiencing hypoglycemic symptoms during the time of testing. Reporter stated customer self treated low reading and symptoms with orange juice however no other actions or treatment reported that is related to blood glucose. A request was made for the return of the suspect device and replacement product was sent.